Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Pump logs gathered and no anomalies were seen. Dispense accuracy testing passed. A 26 day volume infusion test also passed. Septum inspection and testing shows no anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced flu-like symptoms including nausea, dizziness, and weakness. At a scheduled refill at the patient's home, the pump volume read 12.8 but the actual aspirated were only drops, ¿zero.¿ the physician informed the refill provider to fill the pump with saline. Ten cc¿s of saline were put into the pump. The physician then made the decision to withdraw the filled fluid that same day. An hour later, the refill provider was able to aspirate all 10 cc¿s of saline. The saline was then replaced with 20 cc of drug. Of note, the patient was showing signs of nausea and weakness at that time. The patient was seen 48 hours later and the pump read 19 cc of drug. However, only 9 cc of drug was aspirated. There was concern that the pump was leaking drug out of the reservoir and the issue located in the device pocket. A dye study, rotor/roller study, x-rays and checking logs were performed. The issue was not resolved and the cause was not determined. At the time of the event the patient¿s status was reported as alive, no injury. The pump was replaced. This device system delivered gablofen and morphine. It was further noted that the dye study, x-rays and roller study were all normal. The cause of the discrepancy was not determined and there was report of the possibility that there was a self-withdrawal happening. However, this could not be confirmed until the final analysis of the pump. The patient was currently doing well. Additional information has been requested, but was not available as of the date of this report.